Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber/glass cap is fractured and detached at the bevel edge. The glass cap distal part is detached and not returned. The fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge the glass cap exhibits devitrification at the output area. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture, cap detachment, and cap melting. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
Analysis of the device found that the glass cap distal part is detached and has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge . Based on device analysis, the potential for forward firing may exist. There was no patient injury reported.